Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer reported elevated blood glucose (bg) levels between 300-600 (mg/dl) and delivered an injection to address bg level. Troubleshooting for past occlusion alarms was unable to be performed; however, during troubleshooting by tandem technical support for the most recent occlusion alarm, the source of occlusion appeared to be related to the cartridge. Customer changed cartridge and resumed insulin.